Manufacturer narrative:
On 01/11/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and red material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.7 cm within a crease on the posterior aspect and several creases around the product. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and red material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2018, the mentor product analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12/18/2018, mentor received additional information about the event. The patient had her explanted devices replaced with mentor smooth round moderate plus profile 425cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 350cc saline breast prostheses when both prostheses deflated after implantation. Deflation of the right breast prosthesis and possible deflation of the left breast prosthesis were diagnosed by a physician. As a result, the patient will undergo bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.